Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was suspected to have migrated in the pocket. The device was explanted. No patient symptoms or additional information could be obtained.